Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
Hand piece sparking during surgery. Was being used with a stryker instrument (hand piece) and a valley lab force fx power source. No pt injury (B)(6) 2013 customer reports the doctor was performing a video assisted wedge of lung. When the sparks occurred doctor was taking down some adhesions along the chest wall using the spoon cautery. The first cord didn't seem to work so the cords were changed, then the sparks started. All 3 devices (cords) were pulled from the field. The surgery was delayed only slightly while another pan of instruments was obtained. Other devices in use: esu - vallylab force fx, serial number - (B)(4). Jarit (integra) monopolar cables: cat# 600-290. Stryker spoon cautery tip: lot #45482.